Event description:
During the robotic umbilical hernia repair, the pa inserted an ethicon needle driver into one of the ports to remove suture that the surgeon was done using. When clamping down on the suture the bottom jaw of the needle driver fell off. This was noticed by the pa and surgeon and a new needle driver was opened to remove the piece of metal that had broken. The broken piece was successfully removed from the patient, verified by the pa, scrub tech, and circulating nurse and placed on the back table to be tagged later on for repair. The scrub tech that witnessed it went to lunch, and the relief tech accidently threw away the piece of metal without notifying the other individuals in the room. Management was notified by central and details of this event were passed from the circulator to management.